Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was assigned to use/user error. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "battery failure" was confirmed as damaged battery alarm on start up by baxter personnel during product evaluation. The root cause was assigned to faulty main batteries. The main batteries and battery harness were replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "battery failure." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.